Event description:
A company representative reported that an aleutian an mi inserter deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.